Manufacturer narrative:
The history record for the lot number provided will be reviewed. Return of the device for investigation has been requested. If the device is returned a failure investigation will be performed; if significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The report received stated that the 8lpc locking device of the inner cannula broke and the inner tube could not be locked in. The tube was discarded and the pt was recannulated with an unspecified tube.